Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior gluteal artery using a pod coil, a non-penumbra coil and a lantern delivery microcatheter (lantern). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician advanced a pod coil through the lantern into the target vessel. After advancing approximately five to fifteen centimeters of the pod coil into the vessel, the physician noticed that the pod coil could not be formed as expected. Next, after advancing and retracting the pod coil three times, the physician experienced resistance and subsequently noticed under fluoroscopy that the pod coil unintentionally detached from its pusher assembly inside the lantern. Therefore, the lantern containing the detached pod coil was removed and the pod coil was removed. The physician then reinserted the lantern into the patient¿s body and completed using another coil and the same lantern. There was no report of an adverse effect to the patient.